Manufacturer narrative:
The ptx stent of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. And the following comments were provided by the independent reviewer: ¿findings: a single image photographed off an angiography monitor is provided along with the complaint report. It demonstrates at least a distal sfa zilver type ill fracture. The presence of an inflated angioplasty balloon obscures the stent enough that other fractures would be hidden. The calibration tape is unknown. Its shape suggests it was most likely on the table but the diameter measurements of the balloon exceed 7 mm. It is unlikely an 8 mm would be used in a distal sfa. Consequently it likely was on top of the patient's leg. The resulting ruler minification would produce a measurement 5-10% greater than the actual length. The fractured stent fragments were 69 mm and 7 mm long and distracted 10 mm. The stent had fractured at it distal end where it overlapped with a more distal stent that extended into the popliteal artery and then off the image. The proximal stent was overlapped with a third stent that extended superiorly at least through the mid sfa. The sfa was heavily calcified particularly at the adductor canal. Separation between the angioplasty balloon and the stent is consistent with compressed neointimal hyperplasia. Impression: a type iii left sfa zilver stent fracture at the adductor canal is confirmed. A type v fracture as reported cannot be excluded. If present, it was obscured by the inflated angioplasty balloon. Neointimal hyperplasia was present in the stent however neointimal hyperplasia at the imaged fracture site cannot be confirmed. The stent was likely a 5 or 6 x 60 mm zilver stent. The stent was likely stretched. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. At a minimum a type ill fracture and neointimal hyperplasia were present. The long stented vessel length increased the risk of stent fracture. Cause of adverse events was not observed.¿ it can be noted that the stent fracture is addressed in 3001845648-2016-00310. Engineering input was requested for similar complaints regarding the findings relative to the design/performance of the device and the following comments were received: ¿restenosis is caused by an exaggerated healing response to arterial injury as a result of mechanical damage from the angioplasty/stenting procedure. The potential cause of restenosis is not directly related to the design of the device and therefore cannot be reduced further by design. Arterial injury is an unavoidable outcome from the angioplasty/stenting procedure. Angioplasty alone can cause arterial injury leading to restenosis. Therefore restenosis caused by the angioplasty/stenting procedure poses no greater risk than angioplasty alone. In fact, our clinical study results indicate that the risk of restenosis when the zilver ptx stent is used is significantly lower than when angioplasty alone is performed, or when stenting with a bare zilver stent is performed. As determined by (risk/benefit analysis) rba0004 the clinical benefits of the zilver ptx drug-eluting stent system outweigh the risks to the patient.¿ according to additional information provided by the initial reporter, it is known that the patient had the pre-existing condition of peripheral artery disease. Additionally the fractured stent was noted to have caused the restenosis event and a target lesion revascularization; a new stent was deployed to bridge the gap between the two fractured pieces. According to the imaging review, neointimal hyperplasia was present in the stent however neointimal hyperplasia at the imaged fracture site cannot be confirmed. The cause of the adverse events was not observed. As per the additional information provided, the initial reporter has stated that stent fracture was the cause of restenosis. Based on the above, restenosis was confirmed, however it cannot be conclusively determined whether it was due to stent fracture or neointimal hyperplasia. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. However as the conditions of use cannot be replicated in the laboratory setting, a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with the placement of this device. As the rpn and lot number of the complaint device is unknown, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Restenosis was confirmed, however it cannot be conclusively determined whether it was due to stent fracture or neointimal hyperplasia. According to information provided, a balloon angioplasty was performed. The patient experienced recurrent symptoms and required another procedure i.e. Target lesion revascularization. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information as follows: are the pre-existing conditions of the patient involved known in this case? - p.a.d. What type of procedure was being performed?- angioplasty/stent distal sfa/popliteal artery. Did a section of the device remain inside the patient¿s body?- it's a permanent stent, and yes both pieces remain. If yes, please describe the object and how it was retrieved (if applicable). - a new stent was deployed to bridge the gap between the two fractured pieces did the patient require any additional procedures due to this occurrence?- yes, mentioned above, a new stent was placed. If yes, did the product cause or contribute to the need for additional procedures?-yes, fracture caused restenosis . According to the initial reporter, did the patient experience any adverse effects due to this occurrence? Yes, recurrent symptoms and required another procedure. Has the initial reporter stated that the product caused or contributed to the adverse effects? Please specify adverse effect(s) and provide details.- yes, the stent fracture caused a target lesion revascularization. This additional information has resulted in an update to the investigation and conclusions. .

Manufacturer narrative:
The ptx stent of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: ¿findings: a single image photographed off an angiography monitor is provided along with the complaint report. It demonstrates at least a distal sfa zilver type ill fracture. The presence of an inflated angioplasty balloon obscures the stent enough that other fractures would be hidden. The calibration tape is unknown. Its shape suggests it was most likely on the table but the diameter measurements of the balloon exceed 7mm. It is unlikely an 8mm would be used in a distal sfa. Consequently it likely was on top of the patient's leg. The resulting ruler minification would produce a measurement 5-10% greater than the actual length. The fractured stent fragments were 69mm and 7mm long and distracted 10mm. The stent had fractured at it distal end where it overlapped with a more distal stent that extended into the popliteal artery and then off the image. The proximal stent was overlapped with a third stent that extended superiorly at least through the mid sfa. The sfa was heavily calcified particularly at the adductor canal. Separation between the angioplasty balloon and the stent is consistent with compressed neointimal hyperplasia. Impression: a type iii left sfa zilver stent fracture at the adductor canal is confirmed. A type v fracture as reported cannot be excluded. If present, it was obscured by the inflated angioplasty balloon. Neointimal hyperplasia was present in the stent however neointimal hyperplasia at the imaged fracture site cannot be confirmed. The stent was likely a 5 or 6x60mm zilver stent. The stent was likely stretched. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. At a minimum a type ill fracture and neointimal hyperplasia were present. The long stented vessel length increased the risk of stent fracture. Cause of adverse events was not observed.¿ it can be noted that the stent fracture is addressed in report # 3001845648-2016-00310. The customer complaint can be confirmed as imaging demonstrated neointimal hyperplasia. According to the imaging review, neointimal hyperplasia was present in the stent however neointimal hyperplasia at the imaged fracture site cannot be confirmed. The patient¿s pre-existing conditions are unknown in this case. However, information has been requested. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. However, a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with the placement of this device. As the rpn and lot number of the complaint device is unknown, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, a balloon angioplasty was performed. Patient outcome is unknown. However, no other adverse events have been reported regarding this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Imaging review was received relating to report # 3001845648-2016-00310 which confirmed the additional issue of in-stent neo-intimal hyperplasia. FDA MDR report required based on the conservative interpretation that the balloon angioplasty carried out in relation to report # 3001845648-2016-00310 also treated the report of neo-intimal hyperplasia. As per image review one stent only appears to be affected.